Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two videos was reviewed. The first video shows the balloon in inflated position and water leaks from the balloon proximal end. The second video shows the balloon in inflated position and water dripping from the balloon proximal end. However the specific evidence for balloon rupture could not be identified in both the videos. No other specific anomalies were noted. Therefore, based on the video review, the identified leak can be confirmed based on the provided videos. However, the reported balloon rupture is inconclusive as no evidence of balloon rupture is noted in the videos. Therefore the investigation for the reported balloon rupture remains inconclusive as no evidence of balloon rupture noted from the submitted videos. However, the investigation was confirmed for the identified leak as the water leaks from the proximal end of the balloon was able to observed form the submitted videos. A definitive root cause for the reported balloon rupture and identified leak could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2023). Device pending return.

Event description:
It was reported that during angioplasty procedure, the pta balloon allegedly had burst. There was no reported patient injury.